Event description:
A report of no flow of solution associated with the use of a flo-gard volumetric infusion pump was rec'd. According to the clinician, the device was set up to infuse an unknown amount of a regular IV solution at an unknown rate. The clinician reported that the next morning the IV solution bag was found to be full and that no solution had infused over the night. According to the clinician, there was no pt injury associated with this incident. No add'l clinicial details able to be obtained.